Event description:
Info received indicates the bed has no trendelenburg or reverse trendelenburg function.

Manufacturer narrative:
The technician adjusted the trend and reverse trend micro switches to repair the bed.